Manufacturer narrative:
The customer¿s report that the blood tubing set leaked was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed residual blood on the two blood spikes. Blood was also observed throughout the entire tubing of the blood set. No signs of damages were observed at any sections where the clamps were assembled. No anomalies were observed throughout the set. The set reprimed and infused completely without any leaks or alarm errors during functional testing. The root cause that the blood tubing set leaked was not identified.

Event description:
It was reported that the blood tubing set leaked from the clamped spike adaptor arm when the nurse initiated a blood transfusion with a 0.9% nacl 100ml IV fluids bag attached. The customer further stated that there were no adverse effects caused to the patient from the event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nurse went to hook up blood to patient when noticed that clamped side of blood tubing was leaking the packed red blood cells (prbcs) rn tied tubing in a knot and disposed of tubing to bring to central supply."

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the blood tubing set leaked from the clamped spike adaptor arm when the nurse initiated a blood transfusion with a 0.9% nacl 100ml IV fluids bag attached. The customer further stated that there were no adverse effects caused to the patient from the event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nurse went to hook up blood to patient when noticed that clamped side of blood tubing was leaking the packed red blood cells (prbcs) rn tied tubing in a knot and disposed of tubing to bring to central supply."